Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event on or about (B)(6) 2011, and subsequently expired on (B)(4) 2011, after use of the product.

Manufacturer narrative:
This is one event (death) of two events reported and associated with MDR #s 1225714-2013-00349, 1225714-2013-00351, 1225714-2013-00352.